Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. A review of complaint history identified 5 similar complaints. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported one false negative sars result on sofia flu+sars. The customer communicated the result was confirmed by alternate testing method (method not provided).